Manufacturer narrative:
The technician found the left siderail tube was broken at the base and the block and bolt were missing. He replaced tube and the missing block and bolt to repair the stretcher.

Event description:
Information received indicates the left siderail doesn't stay up.